Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with fast ventricular conduction. Additionally, another episode showed appropriate atp was delivered for the patient's ventricular tachycardia (vt). However, the first three atp bursts delivered were ineffective. Ramp atp was then delivered which accelerated the patient's vt rhythm to the ventricular fibrillation (vf) zone. A 41 j shock effectively converted the rhythm. A technical services consultant reviewed available device data, also noting right ventricular (rv) intrinsic amplitude has been decreasing since the end of (B)(6) 2022. It was noted there has also been a parallel decrease in rv pacing impedance and shock impedance, both of which are still in-range. Of note, the patient is currently hospitalized for heart failure. If the above episodes are not found to be linked to the patient's medical condition, technical services recommended in-office troubleshooting to verify rv lead performance. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with fast ventricular conduction. Additionally, another episode showed appropriate atp was delivered for the patient's ventricular tachycardia (vt). However, the first three atp bursts delivered were ineffective. Ramp atp was then delivered which accelerated the patient's vt rhythm to the ventricular fibrillation (vf) zone. A 41 j shock effectively converted the rhythm. A technical services consultant reviewed available device data, also noting right ventricular (rv) intrinsic amplitude has been decreasing since the end of december 2022. It was noted there has also been a parallel decrease in rv pacing impedance and shock impedance, both of which are still in-range. Of note, the patient is currently hospitalized for heart failure. If the above episodes are not found to be linked to the patient's medical condition, technical services recommended in-office troubleshooting to verify rv lead performance. No additional adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.